Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg for six months. As a result, surgical intervention to replace the ipg may take place in the future.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
The patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.